Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: retained samples from the same lot number as the actual device were evaluated. The devices were tested for strength and ductility and the devices met performance specifications. Conclusion: the complaint sample consisting of the foil packet and suture were returned for evaluation. The foil pack was in a crumpled condition and pinholes were noted at the bottom of the cavity. This is suggestive of improper storage and handling. The needle was not available for investigation. The suture was in inspected under 10x magnification no defects were observed on the suture.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2014 and suture was used. During the procedure, on opening the foil, the suture had come out from the swage. Another like device was used to complete the procedure with no adverse patient consequences.